Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: returned product consisted of a taxus liberte stent delivery system with stent. It was noted during unpackaging that there was a complete separation of the hypotube. The hypotube was fractured approximately 46 cm from the strain relief. There was also a kink in the hypotube near the separation. The fractured ends of the hypotube were ovaled, as if kinked prior to fracturing. Microscopic examination of the stent implant identified damage on the proximal end of the stent; two struts in the first proximal row were flared/bent back distally. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related. The dfu states the device is indicated for improving luminal diameter for the treatment of de novo lesions in native coronary arteries. The reported anatomy was listed as a peripheral vessel (tibial peroneal trunk). (B)(4)

Event description:
It was reported that during a peripheral artery stenting procedure, the shaft buckled. While advancing a 3.0x32mm taxus liberte stent through the calcified and tortuous tibial peroneal trunk, the shaft buckled as they were trying to advance the stent over the whisper wire. They pulled a 2nd 3.0x28mm taxus liberte stent and the same thing happened, it buckled near the hypotube. The procedure was successfully completed with another device. No patient complications were reported and the patient status is fine. However, returned product analysis revealed a shaft break and stent damage.